Manufacturer narrative:
Concomitant products: product ID: 37791, product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the antenna cord was cracked or frayed and he was not able to recharge his implantable neurostimulator (ins). A broken/damaged external antenna was reported. No medical or therapy problem was reported. No out of box failure was reported. It was reported the patient's neurostimulator was unable to recharge. He had difficulty getting his spinal cord stimulator to accept a trickle charge and he had difficulty getting his stimulator to sync for recharging. The patient's recharger was replaced on (B)(6) 2015, and the event resolved. Additional information received from the healthcare professional (hcp) of a clinical study reported that the stimulator had difficulty charging. The stimulator was not taking the charge normally. The implantable neurostimulator (ins) was unable to recharge. The patient reported difficulty with charging the stimulator and not turning on. There was poor coupling and difficulty getting the stimulator to accept a trickle charge and difficulty getting stimulator to sync for recharging. The event was related to the device or therapy and not related to the implant procedure. The coupling antenna was replaced but that did not fix the issue. A possible battery exchange was needed. The outcome was resolved without sequelae after the charging unit was replaced. Additional information received from the healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) was unable to recharge. The clinical diagnosis was not applicable. The outcome was reported as resolved without sequelae. Interventions included recharging of the device by a manufacturing representative to correct deep charge issue. Interventions included explanting and replacing the device. The patient reported difficulty with charging stimulator and not coming on. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted to the recharging process. The recharge antenna was replaced but that did not fix the issue. The patient reported having trouble getting the stimulator to come on and that it was not taking the charge normally. On (B)(6) 2015 the battery would not hold charge for more than 30 minutes. Relevant medical history included complex reg pain syndrome type I.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient reported some difficulties getting the spinal cord stimulator (scs) to accept the trickle charge. The patient had trouble getting it to sync for recharging. The patient reported having trouble getting the stimulator to come on and that it was not taking the charge normally. The patient ordered a new coupling antenna but that did not seem to fix the problem. On (B)(6) 2015 the battery would not hold a charge for more than 30 minutes. Interventions included replacing the recharging unit. The implantable neurostimulator (ins) was explanted/replaced.